Event description:
It was reported a red alert transmission was received due to a charge circuit timeout on the implantable cardioverter defibrillator (ICD) . The device was noted to be at end of service and the charge time greater than thirty seconds after the patient had received sixty four shocks. Further review of the manufacturer¿s database indicated the patient died three days post alert. Additional information related to the cause and circumstances of patient death have been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information and without the return of the product it would not determine this device performed as described in the field action. The initial reported event was received on (B)(6) 2013. Of note, the reportable malfunction is normally submitted via a bimonthly medwatch report submission that would have been due on (B)(4) 2014. Information was subsequently received on (B)(6) 2013 and revealed the patient is deceased. As there is new information that reasonably suggests the device has or may have caused or contributed to a death this event no longer qualifies for bimonthly reporting and is therefore being submitted as a 30-day report. Concomitant products: 694758, implantable tachy lead, implanted: (B)(6) 2003. A 419378, implantable pacing lead, implanted: (B)(6) 2003. A 555 4-45, implantable pacing lead, implanted: (B)(6) 2001. (B)(4).

Manufacturer narrative:
Additional information received from the director of nursing noted the cause of death as ischemic cardiomyopathy, congestive heart failure and hypertension. It was further noted there was no problem with the device.